Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that the device was used during a CABG procedure, one of the clips did not form correctly. No pt consequences. Case completed with another device of the same product code.